Manufacturer narrative:
The device was returned due to infection. The device was received in normal working conditions with battery voltage above eri. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of the infection could not be determined. Further information requested but was not received.

Event description:
It was reported that the patient presented with infection at the implanted device pocket site. The pacemaker system was explanted due to infection. The patient's condition was unknown.